Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The device was found within specification and the customer reported issue 'intermittent downstream occlusion trigger too low' could not be reproduced during evaluation. The reported condition was verified through a review of the event history log. Evaluation found the device passing downstream occlusion testing. No causality was identified and no correction required. Should additional relevant information become available, a supplemental report will be submitted. The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A service history review revealed no issues that could have caused or contributed to the reported issue. The device was found within specification and the customer reported issue 'no restart' could not be reproduced during evaluation. The reported condition was not verified. The device found to auto restart. No causality was identified and no correction required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump alarmed downstream occlusion intermittently triggered too low and would not restart. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.